Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports unknown qty from unknown mus from unknown lots in remote past - 2022 or 2021. He reports when first trying this product some water would seep out and leak out from packaging after bursting water sachet and he had uti due to it. No photo available. This emdr covers the unknown lot numbers and unknown quantity associated with the uti's.